Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the balloon was torn. The 90% stenosed target lesion was located in the calcified and moderately tortuous left anterior descending artery. The 2.0x20mm apex balloon catheter was advanced. During the first inflation, the pressure did not rise. Upon removal, a tear was identified in the balloon indicating a rupture had occurred. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Event description:
It was further reported that the device was removed intact.